Event description:
Caller reported an issue regarding the incorrect time settings on the pump. There was no adverse impact on the customer's blood glucose level. Cts assisted the caller in updating the pump time and advised monitoring for any future discrepancies. The caller understood and acknowledged the instructions.